Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had power error. Blood glucose was 160 mg/dl. Customer stated that the internal power source in the pump is unable to charge. Customer previously called to report power error detected. Customer stated that power error detected recurred within a week of troubleshoot previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Power error due to j6 connector resistance issue.